Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the surgery was completed by reselecting a ped. There was no issues found with a phenom27. The pipeline distal and middle could not be opened. Pipeline opening was placed at the straight segment of the blood vessel. There was no additional actions taken to open the pipeline.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pushwire was returned inside a biohazard bag and a shipping box. There was no braid returned with the pushwire. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity and the user deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The root cause could not be determined. Since the braid was not returned, any contribution of the braid to the reported issue could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the dense mesh stent was delivered to the site by the phenom27 microcatheter, it was deployed and found that the stent was flattened. After two re-deployments and tension-increasing and tension-reducing adjustments, it still could not open normally. The surgeon removed the stent from the body and found that the stent was kinked, so it was reported and returned. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery c4-c5 segment aneurysm with unknown dimensions. Patient's vessel tortuosity was minimal. The angiographic result post procedure was unknown

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.